Event description:
Pt underwent bilateral hip replacement. A depuy asphere m-spec metal-on-metal device was used. Since surgery, pt reported severe groin and hip pain and is currently taking 60 mg of morphine to manage groin pain. Pt required treatment at emergency room, due to blood being found in urine, swelling of the groin, and severe pain when urinating or defecating, unable to urinate or defecate without pain medication, due to severity of pain when attempting to release bodily fluids. Also, when urinating, pt has burning sensation, thought to be due to urinary tract infection. Pt was given a urinary analysis, which showed no indications of an infection. Pt's liver function is also being monitored due to unk cause of elevated lfts. Pt still walks with a cane, 10 months after surgery, because of pain in groin and hips when applying pressure to walk or stand. The depuy asr metal-on-metal device was recalled on 08/24/2010 due to reports of severe groin pain and depuy asr devices failing early, due to metal sensitivity of pts. After reading articles from the journal of bone and joint surgery, detailing complications arising in pts who received metal-on-metal hip prosthetics, and the medical device alert issued by (B)(4), in addition to depuy's voluntary recall of its metal-on-metal asr hip prosthetic, I strongly believe that this pt and others with depuy asphere m-spec metal-on-metal devices are becoming ill as a result of immunological responses in the bodies of the pts, triggered by the cobalt-chromium alloys used by the manufacture. On august 24, 2010, depuy issued a voluntary recall of its metal-on-metal hip prosthetic, as a result of the medicines and healthcare products regulatory agency issuing a medical device alert on april 22, 2010, for all metal-on-metal devices.

Event description:
Add'l info rec'd from rptr (B)(6) 2011: a medwatch report was submitted on (B)(6) 2010. Patient was assigned the following access number: (B)(4). The symptoms reported on (B)(6) 2010 are persistent and painfully progressive. Patient was told by a gastroenterologist at (B)(6), that the groin pain, pain when urinating, and pain when defecating were the result of inflammation within the groin region caused by an immune response triggered by patient's body rejecting the metal alloy used by depuy orthopedics to manufacture the metal-on-metal hip prosthetic system. Patient has been experiencing persistent diarrhea, triggered by any movement within the hip region, in addition to pressure being applied to the implanted metal-on-metal hip prosthetic system, as in walking, etc. Stressors to patient's inflamed groin region such as movement and pressure when walking, further aggravate the inflamed region. The inflammatory response, triggered by the patient's body rejecting the metal alloy used by depuy orthopedics to manufacture the metal-on-metal hip prosthetic system, has progressed to the patient's digestive tract, resulting in the patient experiencing severe stomach cramps, severe pain within the gut (from patient's stomach, extending to patient's rectum), resulting in patient's painful, persistent diarrhea. Patient phoned nurse hotline to report the smell of blood after defecating. Patient has no medical history of ulcerative colitis. Examination of the patient's prostate indicated enlargement and pain when probed, which is uncommon for a male age (B)(6). Patient has difficulty urinating, having to painfully force urine from the bladder. Patient exhibits symptoms of prostatitis. Urinalysis was negative for the presence of microbial agents, affirming that complications patient continues to experience since having the metal-on-metal hip prosthetic system, manufactured by depuy orthopedics implanted has triggered a cascade of immunological responses, in an attempt to protect the patient from the lethal effects of the metal alloy used by depuy orthopedics to manufacture the metal-on-metal hip prosthetic system. Physicians at (B)(6), are uncertain how to address patient's ongoing complications since having the depuy orthopedic metal-on-metal hip system implanted. Patient will be traveling to (B)(6) on (B)(6) 2011 to seek further treatment from dr (B)(6), surgeon at (B)(6), whom performed patient's initial bilateral hip replacement surgery. Being that complications, the patient experiences are chronic and progressively painful, assistance from the u.s. Food and drug administration is requested.

Event description:
Additional info received (B)(4) 2011: